Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900526 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The device jammed in each case with a cracking sound within the device the clip did not lock properly. Tried to clear the device to bring another clip forward but the device would not allow this. Both devices were used on patient during a laparoscopic cholecystectomy procedure. There was no patient impact, no clips feel inside the patient.